Event description:
It was reported that a small volume intermate contained a white floating particle. This was found before use. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured march 25, 2015 to march 27, 2015. A visual inspection on the unit noted white particulate matter, approximately 0.25 square mm in size, in the fluid of the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.